Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during preparation of a starclose, the exchange sheath (exchange hub with hemostasis valve) was noted to not be working properly as the valve was not inside the hub or flat as it should have been. It was protruding outwards. The device was not used and there was no patient involvement. Another starclose was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported broken hub of the exchange sheath was observed as the folded out valve from the hub of the exchange sheath. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It is likely that the dilator was inserted into the sheath hub and was removed at an offset angle rather than into the center slit of the valve which can force the valve out of position and result to the observed folded out valve from the hub of the exchange sheath. Manufacture engineering reviewed the returned device and determined that there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.